Event description:
A female patient was admitted for a bilateral middle meningeal artery (mma) embolization procedure. Access was obtained via the right radial artery using a zoom 88 support guide catheter. The right-side embolization was completed successfully with no issues. However, while attempting to track the catheter through the aortic arch over to the left common carotid artery, significant resistance was felt. The zoom 88 support guide catheter was removed, and a zoom rdl was introduced using the rdl dilator over 0.035" glidewire advantage and a non-disclosed third party select catheter. Upon attempting to advance the zoom rdl into the arch anatomy, resistance was again felt. The treating physician attempted to remove the rdl but was unsuccessful. It was confirmed that vasospasm occurred, and the radial artery clamped down on the shaft of the rdl at approximately 3-4 cm from the radial access site. Vasodilator medications were administered at the beginning of the case as well as to relieve the vasospasm. After several unsuccessful attempts to remove the catheter, the treating physician called in for surgical support. Meanwhile, the physician used femoral access and successfully completed the left mma embolization procedure without any issues. Immediately following the mma embolization and while still in the angio suite, the orthopedic surgery team successfully removed the catheter and repaired the artery. The patient was released the next day with a full recovery from both the radial injury and a successful mma embolization.

Manufacturer narrative:
The device was discarded after use and therefore not available for return. Based on the reported information provide, the patient experienced vasospasm during retraction of the zoom rdl and was administered vasodilator drugs. It is unclear what may have contributed to the potential abnormal interaction with the device and radial artery. The manufacturing records for the zoom device were reviewed and demonstrated that the product met all the design and manufacturing specifications.